Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/ migration') and fallopian tube perforation ('perforation fallopian tubes') in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". Concomitant products included amlodipine since 2011 and hydrochlorothiazide since 2011 for hypertension as well as norethisterone (mini-pill) from 1987 to 2004. On (B)(6)2004, the patient had essure (ess205) inserted. In (B)(6)2004, the patient experienced pelvic pain ("pelvic pain"), migraine ("migraines / headaches") and back pain ("lower back pain"). In (B)(6)2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), tooth disorder ("dental probs") and headache ("other injuries/symptoms: headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6)2011. At the time of the report, the uterine perforation, fallopian tube perforation, vaginal discharge, fatigue, tooth disorder, weight increased and migraine outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, headache, vaginal haemorrhage, dysmenorrhoea and back pain had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiffs received treatment for pelvic pain, abdominal pain. Discrepancy noted in essure removal date-(B)(6)2011 and (B)(6)2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-dec-2019: plaintiff fact sheet and medical record was received. Event added from pfs- abnormal bleeding (vaginal), dysmenorrhea (cramping), migraine, lower back pain. Reporter information, concomitant drug, events onset date were added. Events outcomes were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/ migration') and fallopian tube perforation ('perforation fallopian tubes') in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". Concomitant products included amlodipine since 2011 and hydrochlorothiazide since 2011 for hypertension as well as norethisterone (mini-pill) from 1987 to 2004. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain ("pelvic pain"), migraine ("migraines / headaches") and back pain ("lower back pain"). In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), tooth disorder ("dental probs") and headache ("other injuries/symptoms: headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, fallopian tube perforation, vaginal discharge, fatigue, tooth disorder, weight increased and migraine outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, headache, vaginal haemorrhage, dysmenorrhoea and back pain had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, tooth disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiffs received treatment for pelvic pain, abdominal pain. Discrepancy noted in essure removal date- (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/ migration') and fallopian tube perforation ('perforation fallopian tubes') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), tooth disorder ("dental probs") and headache ("other injuries/symptoms: headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, fallopian tube perforation, vaginal discharge, fatigue, tooth disorder, headache and weight increased outcome was unknown and the pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, fallopian tube perforation, fatigue, headache, menorrhagia, pelvic pain, tooth disorder, uterine perforation, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: plaintiffs received treatment for pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet was received. Previously reported event injury was replaced with new events: pelvic pain, abdominal pain, menorrhagia, perforation fallopian tubes, uterine perforation, vaginal discharge, fatigue, dental problems, headaches, weight gain, she did not undergo confirmation test. Reporter information, date of birth, essure removal date, events outcomes were added. Device category changed from device other event to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.